Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a cartridge alarm occurred during the load sequence. It was also reported that the pump battery could not be charged. There was no adverse impact to the customer¿s blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction and cartridge alarm issues were verified. Additionally, the alleged battery not charging issue could not be verified.